Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer¿s experienced a "high" blood glucose (bg) level. The customer administered a correction bolus to treat the bg level and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.